Event description:
It was initially reported by the surgeon that he was performing a revision surgery on a pt but he could not make his wand work. Surgeon tried to interrogate the new generator and he could do so, but it would not program the generator. He was having communication problems. New wand was shipped to the site and the old wand was returned to MFR for product analysis. Analysis is pending on the old wand.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.